Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread easily. Either when the suture is extracted from the pack or during surgery.

Manufacturer narrative:
Samples received: 13 unopened and 3 opened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed (B)(4) units of this batch. There are (B)(4) units in stock that have been blocked. Received 13 closed samples and 3 open samples with the needle detached from the thread, and thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test to the closed samples received we have noticed that the threads easily break next to the needle. This is caused by too much thermal treatment in the thread ends, during the manufacturing process. Thread ends are thermally damaged and they break in the attachment area which lead to the needle detachment outcome. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of b. Braun surgical, we conclude that the complaint is justified. Corrective/preventive actions: we opened a CAPA in order to avoid this kind of incidents ((B)(4)).